Manufacturer narrative:
Concomitant medical products: dtpb2q1 crt-d; implanted: (B)(6) 2021, 479888 lead; implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was gradual decrease in r-wave amplitude on the right ventricular (rv) lead. In addition, undersensing was noted on the rv lead. The lead remains in use. No patient complications have been reported as a result of this event.